Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to the electrode belt's j704 connector being broken off from the distribution node pca board. Upon investigation, the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, causing fault. The belt was unable to pass falloff testing. The root cause for the damaged j704 was unable to be positively identified. The root cause for the physical damage to the strained cable was unable to be positively identified. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.